Manufacturer narrative:
On 6/18/2018, mentor received information that identified the initially reported unknown device: brand name: mentor smooth round moderate profile, procode: fwm, common device name: prosthesis, breast, inflatable, internal, saline, catalog: 3501680, lot: 5791876, serial: (B)(4), unique identifier (UDI): (B)(4), PMA/ 510(k): p990075. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile saline prosthesis, catalog: 3501680, serial number: (B)(4), lot; 5791876. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/27/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with mentor gel implants is planned for (B)(6) 2018.